Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the peritonitis occurred on an unspecified date "approximately 2 weeks ago in (B)(6) 2016". The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (in the solutions bags two times per day, dose and duration not reported). At the time of this report the patient remains hospitalized and was recovering from this peritonitis event. No additional information is available.